Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient representative (pt rep) called back asking for hcp listings. Emailed. Pt rep mentioned patient was having problems and pt rep was trying to find the hcp where a rep could meet them at. Patient rep also mentioned pt had a couple of falls.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was pt rep reported that pt might need to be reprogrammed and wanted to meet with mdt rep. Pt rep mentioned that the pt was feeling severe pain and changing to different groups did not help. Pt rep mentioned issue started about last month. Pt rep said that the pt was thinking that there might be a 'disconnection inside' their body. Agent sent request to mdt rep in the area to contact the pt rep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient representative (rep). Patient rep called back and stated that the patient has been having problems with their settings and they requested to meet with the rep near their area, as patient recently moved. Agent redirected patient rep to the doctor, reviewed the role of rep, and provided nas phone number.